Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the customer could not move, felt weak, and had fruity breath. It was stated that the customer was taken to the hospital by ambulance. It was stated that the customer is (B)(6). It was stated that the customer's supplies were stolen, and the customer was not using the insulin pump (B)(6) prior to her admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.